Event description:
A doctor reported that during vitrectomy surgery, the flow rate was too low, and the infusion pressure did not increase to the setting pressure. Hypotony occurred during aspiration; however, the report indicates there was no pt harm. Add'l info has been requested.

Manufacturer narrative:
Samples have been received, but the eval is not complete. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).